Manufacturer narrative:
This report is submitted on 13 january 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and chronic infections at abutment site, subsequently the patient underwent skin revision surgery and was treated with antibiotics (date and duration not reported). The implanted device remains.